Event description:
It was reported that during a follow up examination, x-rays revealed a broken rod. The patient is reported to be "feeling good" and the surgeon is considering treatment options. No revision surgery has taken place. No patient complications were reported.

Event description:
It was reported that during a follow up examination, x-rays revealed a broken rod. The patient is reported to be "feeling good" and the surgeon is considering treatment options. No revision surgery has taken place. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Manufacturer narrative:
(B)(4). Device has not been returned to medtronic for evaluation. Unable to determine cause of the event.